Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient had to go to the ER for 12 hours for overdose symptoms that they experienced immediately following a pump refill.